Event description:
It was reported that during a percutaneous coronary intervention, the apex balloon was difficult to advance and withdraw. When using the apex monorail balloon in a couple of cases over the past week, the physician stated that the balloons are sticky and hard to advance and withdraw. This was a general comment from the physician and no specific case details were provided. No patient injury occurred as a result of the event. No additional information is available.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B) (4).